Event description:
Customer reported excessive no delivery alarms. The customer also reported a bent cannula after he had removed his infusion set. The customer's blood glucose was 600 mg/dl. He stated he had treated his blood glucose with 5 units of insulin. Customer also reported an odd noise from the insulin pump when he was rewinding it. The customer also stated he had a heart attack in may. Troubleshooting for the insulin pump found insulin was able to exit during a fixed prime. The customer was advised to change the entire infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).